Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. It was reported that the pt changed her site, set, and cartridge the next day. Her blood glucose began to rise, she disconnected and filled the tubing and insulin was noted to come out the end of the tubing, she reconnected to her set. Two days later, when she began vomiting her blood glucose was "hi" on her meter and mother took her to the ER. She was then hospitalized and was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon visual examination the pump was found to have physical damage. The device was found to have 1/2 inch chips of material that had been broken away. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. We were unable to determine when or how the device became damaged.